Event description:
The hospital reported the unit shutdown during a case. The patient was switched to manual ventilation, unit replaced, and case completed. There was no patient injury.

Manufacturer narrative:
The unit was restarted which resolved the issue. There was no repair. Legal manufacturer: (B)(4).